Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device did not power up and was observed as offline in rss. The screen was found to be off. A power cycle was performed; however, the screen image was not restored and the device remained nonfunctional. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not powering up. A field service engineer (fse) found the station displaying a black screen with no power and isolated the issue to auxiliary drawer 5.1 and 5.2. Using a meter, it was determined that the drawer controller for drawer 5.2 was defective. The drawer controller was replaced, and diagnostics confirmed the drawer was functioning properly. The customer then successfully tested the drawer in the application. The system functioned as intended after the field service engineer repaired the device.